Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the hcp requested assistance with a patient who showed up at the emergency department with a "malfunctioning" baclofen pump. The hcp stated that the patient lived at a nursing facility and they said that the pump was beeping every 8-10 seconds with a very low tone. The hcp stated that they listened with a stethoscope and didn't hear anything. The patient was asymptomatic per the caller. The pump was due to be replaced on 12/19/25. The agent reviewed typical alarm tones with the hcp and provided contact information for the national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.